Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight years ago. Aneurysm and vessel morphology at the time of implant are unknown. The patient was having a heart catheterization procedure performed and it was noted that the aneurx stent graft has migrated. A recent CT revealed that the stent graft migrated distally 5 cm (into the aneurysm sac) with a proximal type I endoleak. The cause of the migration was due to disease progression with aortic neck dilatation. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (stent migration, endoleak). Patient's condition affected effectiveness of device (disease progression with aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression with aortic neck dilatation).